Event description:
Per the 2007 annual report of the national joint replacement registry of the foreign orthopaedic association, re: individual primary conventional total hip prostheses with higher than anticipated revision rate, there has been a revision reported.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. Event device code is addressed in the package insert. This report will be amended when this investigation is complete. This report was received from another country. This is the same event as 1043534-2008-00134, 00150.